Event description:
Initial result for a pt hcg was 0.290 miu/ml. When repeated, the result was 21.68 miu/ml. The incorrect result was not used to guide therapy. The field svc rep was unable to determine a cause for the discrepancy.